Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 60 mg/dl. The customer was admitted to the hospital. Customer stated the perceived cause of the low blood glucose was she was connected to set while priming tubing. The customer will call back at her convenience to do carelink upload and speak with smt. The customer was treated via bolus with pump. The customer doesn't want to troubleshoot for high and low blood glucose because she already done high blood glucose troubleshooting.